Manufacturer narrative:
(B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sept 2019 through aug 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10 & 13 & 22) . The device was returned to the factory on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle as well as on the transected c-ring. The c-ring was observed to be cut and melted longitudinally. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "break;c-ring" was confirmed

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2.

Manufacturer narrative:
(B)(4). Corrected section: b1, b3, b5- summary, h1, h6 problem code.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was cut in half. They needed to take bilateral veins and the c-ring broke on the first side I took, so a second device was opened and they started using it. However, due to time, they were forced to abandon the second device and had to take the vein open. They were able to finish that side with the broken device. They are not sure how it occurred . Their vision was poor in the tunnel and they thought they had a brief clear look at the branch they wanted to burn but they ended up catching the c-ring. The vein was not affected when the incident occurred. They haven't had is happen previously. No patient harm. Medical affairs reached out to confirm why the second vein was harvested via an open approach. Harvester replied by stating" yes, it was essentially due to time. My tunnel was really bloody because full dose heparin had already been given and I was struggling to see. He was getting ready to put the cross-clamp on, so he wanted the vein out as soon as possible so I needed to open the leg.¿